Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. Initial reporter phone number: (B)(6). (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (model pcb00, +23.5 diopter), the trailing haptic was stuck under the plunger making it difficult to release the lens into the capsular bag. Reportedly, the surgeon tried to free the lens and the haptic broke. The incision was enlarged (>3 millimetres) and the lens was immediately removed from the eye. Another lens of the same diopter size was implanted as a replacement and sutures were required to close the incision. The removed lens was disposed of by the customer and the surgery was delayed by few minutes. The account commented that there was probably a problem during the lens preparation phase as the product didn't seem to be defective. No further information was provided.